Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratches on the reservoir tube window, cracked reservoir tube, cracked belt clip slot and a missing reservoir tube o-ring.

Event description:
It was reported the insulin pump had a crack on around the display window. Customer did not know blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.